Event description:
It was reported that the pump battery would not charge despite attempts to use both the tandem charging cable and a different wall adapter. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.